Event description:
Customer reported the system intermittently loses fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. System operates as intended. This MDR is related to ge healthcare complaint.